Manufacturer narrative:
The pod and the two "foreign objects" were returned for evaluation. Investigation results of the pod showed that there were no occlusions in the cannula's fluid path (allowing for a free-flow of insulin), no internal leaks, the needle mechanism fired as expected and the pod never went into an alarm during operation - all evidence of a properly functioning pod. The investigation results show that the pod functioned as intended and was fully capable of delivering all of the programmed doses of insulin. No problems were found. Investigation results of the two "foreign objects", however, were inconclusive. The objects were received adhered to a piece of scotch tape attached to the pod. Both were inspected under microscope. The first object appeared to be a "blood smear", though this could not be conclusively determined. The second object appeared to be a "fibrous material"; it was thought that the material may have been a fiber from the pod's adhesive pad. A comparison under microscope was made between an adhesive pad fiber and the foreign object, but the results were inconclusive. We are unable to determine either the source or the composition of the fibrous material that was pulled from the customer's skin. This report represents a unique event. Insulet has had no previous customer reports of material being embedded subcutaneously that may have come from the pod, resulting in pain being experienced at the insertion site. Based on investigation results, we are unable to conclusively determine that the "foreign objects" are associated with the pod.

Event description:
The customer reported that she began to experience "a lot of pain" at the insertion site a day after applying a new pod. She removed the pod, but the pain persisted over the following three days. As a result, she ended up visiting her doctor. Two "tiny foreign objects" were removed from the site, but the doctor was unable to determine what they were. The pod, as well as the "foreign objects", will be returned for evaluation.